Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2, -9.0/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as device, lens was not properly sized.